Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts found compressed. Lcd display out of specification (segment missing), ring bent, and upper and lower cases broken.

Event description:
The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.